Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using the broviac cv catheter approximately six months ago. On (B)(6) 2025, the catheter allegedly broke. Removal, repositioning was done. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A c-shape split was noted on the clamping sleeve, proximal to the catheter hub. A complete circumferential break was noted on the distal end of the catheter. The edges of the c-shape split on the clamping sleeve were noted to be uneven. Catheter wear was observed throughout. Therefore, the investigation is confirmed for the identified catheter burst issues as a c-shape split was observed during investigation. However, the reported fracture was unconfirmed as upon investigation burst was identified. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using the broviac cv catheter approximately six months ago. On (B)(6)2025, the catheter allegedly broke. Removal, repositioning was done. There was no reported patient injury.